Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and deformation device. Air voids in the gel observed after autoclave cycle. The device is not ruptured. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced.